Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is possible the customer may have used a high energy endo therapy accessory, such as laser, high frequency without securing enough distance from tip of the device. The event can be detected by following the instructions for use (IFU): the detection method is described in the IFU operation manual ¿3.3 inspection of the endoscope¿. The prevention method is described in the IFU operation manual ¿4.3 using endotherapy accessories¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had burnt distal end camera cover during reprocessing. There were no reports of patient involvement.